Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, brady pacing rate not as expected, high pacing threshold measurement, undersensing, pacing delivered when required due to lead dislodgement. This ra lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture, brady pacing rate not as expected, high pacing threshold measurement, undersensing, pacing delivered when required due to lead dislodgement. This ra lead was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.